Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment with fortum injection, 1 gram each bag and vancomycin, injection, 1 gram (routes and frequencies were not reported). The outcome of the peritonitis was not reported. At the time of this report, pd therapy was ongoing. No additional information is available.